Event description:
The physician was using wilson-cook quicksilver bipolar coagulation probe to cauterize an upper gastro intestinal bleed. The bipolar probe was advanced through the accessory channel of the endoscope and as the probe exited the end of the endoscope the tip detached. The tip was left to pass naturally by the physician. No injury to the pt was reported.